Event description:
The patient presented in hospital after having pre-syncope symptoms. Upon attempting to interrogate the device, the patient flat-lined, and loss of capture was noted, complete with non-capturing pacing spikes. It was suggested that the battery may be at eol. Thorough testing of the leads showed no evidence of lead issues. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported anomaly was verified. The pacing output seemed to stop for several seconds during interrogation. The device's functionality was tested, and then no anomaly was detected. The failure mode was lost during further testing. The root cause could not be determined.